Manufacturer narrative:
Additional information: a4, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The capsule was not returned, but the delivery system was available for evaluation. The visual inspection of the delivery device found no notable conditions. It was reported that the capsule failed to attach to the patient's esophagus. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, on the first capsule that failed to attach to the esophagus, the patient was gagging when attempting placement. The patient did cough a bit during placement but not while checking placement and retrieving the capsule. On the second capsule that failed to attach to the esophagus, the patient was still and not gagging. The capsules were attached to the delivery device until about the time it got to the back of the mouth both times. The capsules were retrieved from the patient's mouth both times. The patient was able to spit the first capsule out and the customer used a yaunker suction to get the second capsule to the bite block where it was able to be retrieved. A third capsule was attempted from a different lot umber and was successful. The physician verify the capsule placement endoscopically. The deployment device was inserted with the capsule facing the tongue and was inserted while the entire device including the handle was maintained in the horizontal plane. No lubrication was used to facilitate the placement of capsule.

Manufacturer narrative:
D10 concomitant product: fgs-0635, fgs-0635 cf delivery dev caps bravo x5, (lot #59358f) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.